Manufacturer narrative:
Report source: complaint received from (B)(6).

Event description:
The consumer alleged that the metal shaft from their protectiveclean toothbrush fell off during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Revised lot # from not applicable (na) to no information (ni). Analysis results: product was not returned to confirm a malfunction has occurred.